Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to service facility for evaluation. During evaluation, the reported issue of there are image quality issue in general and the image is worse than their first machine was unconfirmed. The image is clear. There is no root cause as the issue could not be reproduced.

Event description:
It was reported by a tm - they are noting an image quality issue in general and say that this image is worse than their first machine (this one replaced the original). No other information was provided.

Event description:
It was reported by a tm - they are noting an image quality issue in general and say that this image is worse than their first machine (this one replaced the original). No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation.